Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to frequent and persistent occlusion. Reportedly, the patient¿s blood glucose (bg) was hovering above and below 500 mg/dl for the past week. On (B)(6) 2014, the patient had symptoms of extreme drowsiness/difficulty waking up/confusion, polydipsia, polyuria, nausea and symptoms of dehydration (dizzy, lightheaded). It was reported that the patient had self-treated with insulin by injection and changed insertion site, and reportedly had resumed pump therapy after receiving replacement pump with no recent pump setting adjustments. The customer technical support agent reviewed the event with the reporter. It was reported that the occlusion issue started on (B)(6) 2014 and the issue had recurred with multiple cartridges/infusion sets. Review of usage techniques indicated that the instruction for use were followed for both infusion sets and cartridges. Trouble shooting was unable to determine the cause of the occlusion. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to occlusion issues of unknown cause.

Manufacturer narrative:
Device evaluation: the pump and meter have been returned and evaluated by product analysis on 09/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of occlusion due to high force. Total daily deliveries added up correctly and reflected the programmed basal rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading and the pump delivery accuracy were within specifications. The reported occlusion issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.